Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose (bg) level of ¿low¿; cause was unknown. Customer consumed carbohydrates and glucose tablets to address their bg level. Customer continued to use the pump for insulin therapy.